Manufacturer narrative:
As no product was returned, functional testing was not performed. An evaluation was conducted using photos provided by the customer. This evaluation confirmed the reported issue, however a root cause was not established. B3 unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has clutch and plunger head problems. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no service-related issues that would have resulted in the reported complaint., corrected data: h.6. And h.10.